Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, missing o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. No belt clip was received with the insulin pump. It was unable to verify belt clip anomaly. (B)(4).

Event description:
The customer reported via phone call that her insulin pump had damage on the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir compartment has missing pieces which made the reservoir loose and the reservoir would fall out. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.